Event description:
The company was not notified of this event at the time of occurrence. Subsequently, the company became aware of the event through information identified within a maude report and initiated a comprehensive retrospective review and investigation of all medical device reports (mdrs), complaint records, customer communications, manufacturing records, and associated documentation related to the device over the previous five years. According to the information available within the report, the patient alleged that they purchased a custom night guard from shopremi; however, the device reportedly did not fit properly and the patient stated they were not provided with adequate instructions regarding fit adjustment or corrective actions. The patient additionally reported dissatisfaction with the company's subscription and order fulfillment process, including an alleged delay in receiving the device. The patient further alleged that the night guard was not appropriate for their condition, that it worsened their temporomandibular joint (tmj) symptoms, and that a tmj specialist later advised that the device did not fit properly and may have contributed to worsening symptoms. Upon becoming aware of the report, the company took the matter seriously and conducted a thorough investigation using all available internal records and documentation in an attempt to identify the patient, confirm device traceability, and gather additional details regarding the alleged adverse event. Despite these efforts, the patient could not be identified. The device associated with the event was not returned to the manufacturer; therefore, no physical evaluation or testing of the device could be performed. Based on the limited information available and the inability to identify the patient or evaluate the device, a definitive root cause could not be determined.

Manufacturer narrative:
The device was not returned; therefore, no physical evaluation could be performed. The company conducted a retrospective investigation based on available maude and internal records. Tmj-related adverse events associated with otc mouth guards are known risks identified within the company's risk management activities. Due to limited information and inability to identify the patient, a definitive root cause could not be determined.